Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported 'device not working properly'. Additional information was received from the distributor. The depth sleeve was corroded and did not slide properly. There was no spare device available. Surgery was completed using a different technique; surgery time was not increased more than 10 minutes. Additional information was requested by integra.